Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged issue started 1 week prior to contacting lfs. The patient stated that on an unspecified day she obtained blood glucose results of "40 and 70 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of 20 mg/dl. The patient informed the cca that she manages her diabetes with insulin. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate readings obtained with the subject meter. The patient claimed that "about a week" after the alleged meter issue began she developed a headache and issues with her vision. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to test the subject meter and test strips. There is no indication that the subject meter caused and/or contributed to a serious injury. The patient's symptoms correlated with the reported readings obtained with the lfs device. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/30/2013 and 10/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.